Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their rf antenna was no longer working. The pt reported shocking sensation and the pt described getting "bursts of electricity" when stimulation is on. An email was sent to the repair department to replace the rf recharger antenna. Pt mentioned sharp pain in the shoulder or elsewhere as a sign that the antenna broke.